Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade I/ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade iii on her left side postoperatively diagnosed after physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2022. On february 28, 2022, mentor became aware that patient also experienced right side capsular contracture; baker grade I/ii in addition to left side baker grade iii capsular contracture, and the replacement devices used on (B)(6) 2022 were catalog number 3505251bc; serial number (B)(4) on the right side, and catalog number 3505251bc; serial number (B)(4) on the left side. This medwatch report is for the patient¿s right-sided device.